Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed by (B)(4) and " depleted battery pack " was found multiple time in the log file, therefore the reported event is confirmed. The reported device was not returned to france for investigation as repairs were carried out locally by (B)(4). It was reported in this complaint that the pump stopped working during a critical drip where amiodarone was being infused. During external and internal inspection, nothing was noticed, however the preventive maintenance was overdue. The ocs test and the amiodarone test from customer's data set were both passed successfully. Therefore the reported event is confirmed and linked to usability. The customer operated the device on battery power until battery pack was fully discharged and the battery pack history shows duration of 9 days of usage and 63 cycles. The depleted battery pack was replaced. The device was cleaned, post service tested and then released for use. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.

Event description:
Customer to report the IV pump stopped working during a critical drip where amiodarone was being infused. No issues to patient were communicated. Reporting due to an unexpected stop. More follow up information is needed to complete the investigation.